Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to erosion on cylinder the patient had his inflatable penile prosthesis (ipp) removed in order for the wound to heal. The erosion started sometime last year. It was explained that this patient had a cardiac event in 2018 and as a result, an indwelling foley catheter was implanted. As a result, the catheter caused an erosion in the distal tip. The previous ipp was implanted in 2011. The patient is now in recovery. Should additional information be received, a supplemental report will be submitted.